Event description:
It was reported the customer had to change three sensors due to low blood glucose of 2.0 mmol/l. Customer stated he had issues with the sensor giving inaccurate readings. Blood glucose was 5.2 mmol/l. Sensor is sited flat on the customer skin. Customer was advised when to properly insert and how to calibrate the sensor. No further information reported.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.